Manufacturer narrative:
(B)(4). One sample was received for analysis. An inflation/deflation test was performed and results confirmed a leak in the pilot valve. Investigation efforts for the confirmed issue are being documented in a corrective and preventative action. Information has been added to the database for trending purposes and complaint trends are reviewed monthly to determine if additional action is required.

Event description:
Customer reported the cuff was not holding air. Customer confirmed that no fault was identified during pretesting efforts. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the pt.